Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Review of the crf by a health care professional identified the following: crf confirms right tha on an unknown date, presented with bearing wear, loose femoral stem. Study indicates bearing and stem were zb implants, but no part/lot, or initial implant information provided. The bearing & stem revised and entered into the clinical study. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). D6a: unknown day in 1998. D10: unknown liner. Unknown head. Unknown cup. G2: foreign ¿ denmark. H6: proposed component code: mechanical (g04) ¿ stem. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 28 years post implantation due to bearing wear and loosening of the stem. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR UK - (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR UK - (B)(4).